Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. A new cartridge was loaded. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.